Event description:
It was reported that bd us cathena 22gx1.00in straight bc - needle retraction failure verbatim: I wanted to bring to your attention that the 5th floor nursing encountered an issue where the needle did not retract properly. Fortunately, there was no harm caused to the patient. I have the needle in my office.bd ref 386861 lot 5037663 expires 2028-01-31.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. The reported issue of needle retraction failure was confirmed upon inspection of the sample. Analysis of the sample showed the catheter adapter was missing. The safety mechanism was not activated and the tip shield was not detached from the grip/ needle hub. Damage was observed on the v-clip and the cannula was bent. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. The sample evaluation shows the tip shield positioned within the grip/needle hub. There is a possibility that the user may have mistakenly held the tip shield instead of the intended grip/needle hub, causing the catheter adapter to be forcibly detached from the tip shield. The failure was duplicated by holding the tip shield during retraction. It is recommended that prior to the use of bd products to review the instructions for use documentation supplied to ensure the greatest chances of there being no failures during use.